Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device had migrated. It was also reported that the patient could feel the point of maximal impulse of the heart and requested that the right ventricular [rv] lead be repositioned as well. The device was repositioned and remains in use; the rv lead was capped and replaced. No patient complications have been reported as a result of this event.